Manufacturer narrative:
The insulin pump was received in with a broken reservoir tube lip, cracked battery tube threads, cracked display window, cracked case and a cracked end cap. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer stated that her insulin pump is cracked, the drive support cap is sticking out and he pushed it back in. Reminded customer to never manipulate or push on the drive support cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.